Event description:
During rotator cuff repair, surgeon inserting anchor using standard awl technique, tip of implant broke off before anchor was seated. Broken pieces removed by pulling out with suture. E-mail confirmed a different site used and patient' bone quality is normal to hard.

Manufacturer narrative:
Two devices were returned for evaluation. Each device the anchor is broken at the distal end of the anchor at the suture eyelet. As reported the patient had hard bone and an awl was used to prep the insertion site. According to IFU 10600571 rev. D, a 4.5 mm spade tip drill or 5.5/6.5 awl-dilator should be used for hard bone application. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).